Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and non-malignant pain. The patient stated that they lost their manual while moving and cannot seem to get their stimulator to work now. There were no patient symptoms reported and no complications reported.